Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor. Customer further reported experiencing redness and irritation at the sensor site and had contact with a healthcare professional who prescribed them bactroban and nebacetin for treatment. There was no report of death or permanent injury associated with this event.